Event description:
It was reported the patient was implanted the day prior to report and when he connected with the patient programmer he saw the "ins low battery" icon. It was noted that the patient had not been shown how to use the recharger yet and was scheduled to meet with the manufacturer representative on (B)(6) 2014. Additional information received reported that there had been a message to the healthcare professional (hcp) that stated that the patient¿s battery would not charge. It was further reported that the patient¿s battery felt ¿warm¿ so the patient saw his primary care hcp. It was noted that there had been concern that it was infected, but it was reported that it had not been infected, and the battery was fine. It was reported that the patient was having trouble figuring out how to charge and program it, and saw a manufacturer¿s representative. It was further reported that the patient called on (B)(6) and reported he was having increased hip, thigh, and shin pain. It was noted that the hcp was aware of the patient symptoms. It was stated that the caller did not have any further information.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, ,product type programmer, patient; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).